Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an e231 error code. The issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 9610595-2025-18386.

Event description:
No additional information received from customer.